Event description:
Information from ae regulatory system: on (B)(6), before administering insulin glargine to the patient, the nurse inspected the needle and confirmed it was intact. After properly installing the insulin needle, the nurse injected the insulin into the patient¿s abdomen. Upon completing the injection, the nurse re-examined the needle and discovered it was no longer intact. The nurse immediately inspected the injection site and found that a part of the needle had broken off and remained in the patient¿s subcutaneous tissue. The nurse immediately used hemostatic forceps to remove the broken needle and compared it with the remaining portion of the needle still attached to the insulin pen, confirming that they were matched. The nurse then explained to the patient and provided reassurance. Ae report no.(B)(4). Call center didn't contact with customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 320543.